Manufacturer narrative:
The customer advised philip's remote service engineer that the liquid crystal display (lcd) was replaced with a new 2nd generation lcd and still having the same issue. The philip's remote service engineer advised the customer to check the contrast to make sure it¿s not lowered all the way down. The caller advised that they are not with the unit and will check when they get back to the unit. The philip's remote service engineer advised if not, suspect the user interface (ui) printed circuit board assembly (pcba). The philip's remote service engineer provided the customer with a part identification for ui and multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Although requested, the context of the device is unknown; however, no harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
Date of report: 22sep2021.

Event description:
It was reported to philips that the device had no display. The device was not in clinical use at the time of the event. There was no report of patient or user harm.